Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were discovered during the device evaluation: the image had roughness due to damage on the charge-coupled device unit; water tightness was lost due to a pinhole on the channel tube; the connecting tube had buckled; the connecting tube had discoloration; the adhesive on the distal sheath had a crack; due to wear of the angle wire, the play of the u/d knob was out of the standard value; the connecting tube had discoloration. The plastic distal end cover had a dent; the adhesives around the light guide lens had a white clouded area; the adhesives around the objective lens had a white clouded area; the suction cylinder had been shaved; due to clogging of the nozzle, the water removal ability did not meet the standard value; the adhesive on the distal sheath had a white cloud; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
On behalf of the customer, the olympus representative reported that the evis lucera elite gastrointestinal videoscope displayed a cloudy image. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which may cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Cover the spray valve hole with your finger. Depress the valve all the way and confirm that water flow is observed in the entire endoscopic image. While keeping the spray valve hole covered, depress the valve till the first stop position. Confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.